Event description:
It was reported that before using a bd vacutainer® push button blood collection set, an insect was observed inside one (1) unused wingset package. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2024. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed, and the customer sample was visually inspected, and the indicated failure mode for foreign matter¿ insect was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter, insect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter¿ insect based on customer sample and photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using a bd vacutainer® push button blood collection set, an insect was observed inside one (1) unused wingset package. There was no health impact or consequences reported.

Manufacturer narrative:
D.2a common device name: blood specimen collection device; intravascular administration set. The information for the additional medical device type is as follows: d.2b. Medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.